Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient presenting for impella support as a bridge to heart transplant. The patient did not endure any adverse events during support, however, developed acute kidney injury approximately 3-5 days post impella explant, requiring dialysis.

Manufacturer narrative:
The field long term log was reviewed and no non-pulsatile waveforms were observed throughout support. The cause of the renal failure was patient condition and unrelated to impella since it occurred beyond 8 hours after explant. This report is being filed as part of a retrospective review of historical records. G1: corrected ¿reporting contact first name¿, ¿reporting contact last name¿ and ¿reporting contact email¿.